Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had several cubies failed in cubie half-height drawer 2.1 in machine b5-s3. Customer stated that similar issue had occurred in the past/other machines which was resolved after replacing the white retractor band attached to the cubie drawer. Customer mentioned that this issue disrupted flow of medication pass because a failed cubie would often fail the rest of the drawer making other medications also unavailable to dispense. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the retractor band for the drawer was replaced. A field service engineer found the solenoid and plunger sticking, along with deep marks on the retractor band. The solenoid with plunger and the retractor band on the drawer were replaced. The issue was resolved. The system functioned as intended after being troubleshot by the field service engineer.